Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance. Per the health care professional (hcp), the impedance seems to have gradually increased in bipolar configuration from 650 ohms to 1880 ohms in 2025 at which point polarity was reprogrammed from bipolar to unipolar. Unipolar measurements range from 1658 to 1900 ohms, with an out-of-range alert flagged on (B)(6) 2026. Technical services (ts) was consulted and confirmed the one-year rv trend data shows a gradually increasing pace/sense impedance in unipolar pace configuration. Threshold appears stable. No intrinsic amplitude data. In view of the gradually rising rv impedance and recent out-of-range rv impedance latitude alert, the ts consultant recommended investigating the mechanical integrity of this lead with in-clinic troubleshooting. No adverse patient effects were reported. This rv lead remains in service.